Manufacturer narrative:
The customer reported that when the patient was getting moved, the nurse picked up the transmitter and noticed the battery compartment was hot. The nurse opened the battery compartment to investigate and burned her hand on the battery that was removed from the unit. The device was returned to nihon kohden, evaluated, and the reported issue was unable to be confirmed. The device was found to have hairline cracks on the top case and bottom case. Nihon kohden repair center cleaned the unit and replaced parts to meet the manufacturer's specification, completed all steps per the maintenance check sheet in the operator's manual and extended the test for 2 days. The device was returned to the customer.

Event description:
The customer reported that when the patient was getting moved, the nurse picked up the transmitter and noticed the battery compartment was hot. The nurse opened the battery compartment to investigate and burned her hand on the battery that was removed from the unit.